Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer collaborated with technical support, who provided information and assistance to reset the pump; the malfunction code did not recur after the reset, and the customer was advised to continue using the pump while monitoring for any future issues.